Manufacturer narrative:
Additional suspect devices: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: (B)(4). Reference number: (B)(4), product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 2000019035. Reference number: (B)(4), product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 2000019035. Reference number: (B)(4), product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: null, batch: 21851808. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: (B)(4).

Event description:
A report was received that the patient was experiencing little pain relief and underwent an explant procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect devices: reference number: 11091369, product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 5009092. Reference number: 11098251, product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 2000019035. Reference number: 11098268, product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 2000019035. Reference number: 11098312, product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: null, batch: 21851808. Reference number: 11091314, product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 5010849. The returned sc-1132 ipg passed the functional test and revealed no anomalies. Visual inspection of the two returned sc-3400-30 lead splitters found no anomalies. It is indicated that the two leads and clik anchors will not be returned. A review of the manufacturing documentation for the leads and clik anchors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing little pain relief and underwent an explant procedure. The patient was doing well post operatively.